Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: multiple unexplainable por events were observed in the black box history. The battery compartment was found to be cracked on the side, extending from the case seal up towards the threads. There was no evidence of moisture found inside the battery compartment. The cartridge cap and battery cap was not returned; therefore, test caps were used to complete investigation. The battery cap secured to the pump and maintained an electrical connection. The battery cap was unscrewed half a turn with no power loss. The pump was exercised for 24 hours using the test battery cap with no power interruptions. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit. The reported intermittent power issue was unable to be duplicated during investigation.